Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to reload the cartridge and received a valid minimum fill message due to having 60 units of insulin in the cartridge. Additionally, the customer reported that the fill estimate was inaccurate. Reportedly, the cartridge had been loaded a few days prior to calling, and displayed a fill estimate of over 60 units. The customer reported a blood glucose level of 66 mg/dl. The customer confirmed juice would be consumed to treat the low bg level. Additionally, the customer reported a new cartridge would be loaded onto the pump. Multiple follow-up attempts were made to ensure that the customer's bgs had been resolved; however, no further information was provided.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6)2017. User did not utilize the cgm option of the t:slim g4 pump. User made bolus requests without entering current bg level and still having insulin on board (iob). Three cartridge change sequences were conducted on (B)(6) 2017. Alarm 2 (occlusion detected) annunciated three times on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.